Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a safety slide clamp out of calibration.¿ no additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of the safety slide clamp being out of calibration is unknown. To correct the condition, the safety clide clamp was calibrated. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.